Event description:
Limited info is available at this time. This incident involved a pt 70 to 80 years old. It was reported that blood was found in the helium drive line and up to the console. The pump was kept in operation and the clinician adjusted the pump to a 1.8 ratio, pumping every 8 beats. The md elected to remove the iab. Though resistance was felt, the md removed the iab and found 3/4 of the membrane remained in the pt.

Manufacturer narrative:
The user facility has not identified the product catalog number. At this date, the membrane remains inside the pt. It is unknown if it will be removed. If it is returned, an evaluation will be performed. The pump will be serviced by the hospital's biomed department/ general electric. A follow-up report will be filed if more info becomes available.